Manufacturer narrative:
On january 6, 2021, mentor received additional information indicating the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 4, 2021, mentor received additional information indicating the patient's impacted device was a 275cc mentor memorygel breast implant, catalog#: 3502751bc, serial#: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating the patient also underwent surgical intervention to have a suture placed in an unstable scar on the patient's left side. Coding has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 325 cc mentor smooth round spectrum saline breast prosthesis and developed a late onset seroma and experienced a device extrusion on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020.